Event description:
At normal follow-up, it was noted that the battery voltage was lower than expected, but end of life values were not reached. All functional and lead parameters were normal and within specification. Interrogation of the pacemaker showed higher than specified current; elective replacement indicator was flagged. Battery impedance of 1.4kohm was comparatively low, indicating the lower battery voltage was due to the higher current and not due to battery depletion. The pt did not feel any abnormalities and was uninjured.